Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch #(B)(4) that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mmx15mm emerge¿ balloon catheter was advanced for dilation. However, during inflation the balloon ruptured due to a calcified ostium of the vessel. The device was removed intact from the patient. No patient complications were reported.